Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillation conductor was cut, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation was torn, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, there was a white substance on the outer overlay tubing, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high resistance/impedance, there was an apparent conductor fracture, and noise on the pace/sense portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.